Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2017865-2019-15185. It was reported that the patient presented with a right atrial and right ventricular lead that were fractured. The leads were explanted and replaced. The patient was stable.